Event description:
It was reported that the patient experienced pain at the right ins site. At an examination on (B)(6) it was noted that palpation caused tenderness at the site. The device was surgically repositioned on (B)(6) 2012 and the patient outcome was reported as resolved without sequela.

Manufacturer narrative:
Product ID 37754, serial# (B)(4), implanted: 2012 (B)(6), product type recharger, product ID 37744, serial# (B)(4), implanted: 2012 (B)(6), product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 3708240, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 3487a-56, lot# v884579, implanted: 2012 (B)(6), product type lead, product ID 3487a-56, lot# v884579, implanted: 2012 (B)(6), product type lead, product ID 3487a-56, lot# v884579, implanted: 2012 (B)(6), product type lead, product ID 3487a-56, lot# v884579, implanted: 2012 (B)(6), product type lead. (B)(4).